Manufacturer narrative:
The data download returned an 0x14 alarm code, which indicates that an occlusion occurred. Timeouts were also present in the data. Investigation found the needle exposed and protruding extensively past the needle well. Visual inspection through the outer housing found that hard cannula was not sitting in the slide retract which had fully retracted. That was confirmed after the pod was opened. Found no damage to the slide retract.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the pink slide is in the viewing window.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 277 mg/dl while wearing the pod between 24 and 36 hours. After continuing to experience pain while wearing the pod, patient found the needle had not retracted as intended. This indicates a needle mechanism failure.